Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported blood glucose values of 335 mg/dl and 368 mg/dl along with observation of a moist area at the infusion site, consistent with an insulin leak. The caregiver was instructed to perform a full supply change, which was completed successfully, and insulin therapy was resumed on the ilet. The device issued a high glucose alert. No long-term health effects were reported.